Manufacturer narrative:
(B)(4): the customer reported that after pulling on the pt cables, an mms came loose and hit pt. No pt harm was reported. The available info supports that the users failed to lock the mms onto the monitor. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that after pulling on the pt cables, an mms came loose and hit pt. No pt harm was reported.